Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Additional h6 component code: 497. The device was returned to zoll medical corporation; the customer's report was duplicated and attributed to a defective transistor on the pace/defib (pd) engine board and a blown fuse on the ac charger. The pd engine board and ac charger were replaced to resolve the report. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.